Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 504 mg/dl at the time of incident. Customer was not using auto mode of insulin pump. Customer was treated with syringe. Customer alleging that the insulin pump was under delivering as it was not giving insulin. The insulin pump and reservoir will not be returned for analysis.